Event description:
Additional information indicates the ipg was not at end of life but the elective replacement indicator had displayed. In turn, the ipg was explanted and replaced prior to the patient losing therapy. Therapy restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg is at end of service. Surgical intervention may be pending.